Manufacturer narrative:
On (B)(6) 2016, a female patient underwent an abdominoplasty with liposuction of the hips, flank and abdomen. A drain was placed on both the left and right side of the abdomen. The right drain was removed without issue on (B)(6) 2016. Due to continued drainage from the surgical site, the left sided drain was left in place. The patient returned on (B)(6) 2016 for removal of the remaining drain. The surgeon had difficulty with its removal and during the attempt, it broke, leaving a piece in the surgical site. He was unable to retrieve it. The patient was sent to the hospital for an ultrasound to identify the location of the retained piece. It was reported that on (B)(6) 2016, she returned to see the surgeon who retrieved a piece measuring approximately 3 1/2 inches in length. It was noted that the retained piece was difficult to remove despite their knowledge of its location. The facility reported that the drain fracture was located near the drainage holes on the device. The surgeon denied suturing near the location of the drain and indicated the incident may have been caused by tissue ingrowth. The sample was returned and evaluated. The piece measured approximately 7 cm in length. The fractured end of the drain was jagged in appearance. The jagged end suggests the drain may have been damaged by a suturing needle or other sharp instrument prior to or during placement. This damage could have negatively impacted the material integrity of the drain, weakening it and would have been a contributing factor to the reported incident. When drains are tested for tensile strength and torn artificially, the tear is straight, not jagged. When a drain is artificially nicked and then tested for tensile strength, the tear that results is jagged in appearance. We have no information to suggest any defect caused or contributed to the reported incident. A root cause has not been confirmed but we cannot rule out user error as a cause.

Event description:
The surgical drain broke upon removal requiring intervention.